Manufacturer narrative:
(B)(4). During baxter's evaluation, the failed flow rate test was confirmed and was not reproduced. The device was recalibrated to ensure prevention of the identified symptom.

Event description:
During baxter's functionality testing it was found that a spectrum pump failed a flow rate test, delivering less than the programmed amount. There was no pt involvement.